Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but were confirmed negative by an unknown method. Run analysis of the simplexa results were from september, but only reported to dsm on 11/3/21. The results are as follows: - (B)(6) 2021, sample ID (B)(4): s gene (32.9). - (B)(6) 2021, sample ID (B)(4): orf1ab (39.2). - (B)(6) 2021, sample ID (B)(4): orf1ab (33.9). The customer did not provide information on how the samples were confirmed as negative. The samples run on (B)(6) were run on assay lot x12444n, but the sample run on (B)(6) was run on a different lot x12560n. The customer was not suspecting the reagent as the cause, but suspected the disc lot that was used with both lots. Retains of the disc lot 12948n were tested on 11/16/2021 and no leakages were observed even with four times reuse. It was suggested to the subsidiary on (B)(6) 2021 that the customer perform environmental testing to see if there was any contamination. The subsidiary responded on (B)(6) 2021 saying the problem has been resolved after decontamination protocols. Based on the late cts with only 1 target detection it is likely these 3 samples are near the limit of detection of the simplexa assay. In addition, it is possibility that the samples were exposed to some level of contamination at the customer site that contributed to the false positives. Decontamination of the instrument and lab area appears to have resolved the false positive issue. The customer's device and suspected false positive samples were not provided for investigation, so no definitive root cause can be identified at this time, but the issue with the reagent is not confirmed. Batch record review showed the critical component, reaction mix mol4151, lot# x12467n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. The decontamination of the lab has resolved the false positive issue, so it is likely some level of environmental contamination contributed to the false positive issues. The reagent issue is not confirmed at this time. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# x12444n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but were confirmed negative by an unknown method. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.